Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that ophthalmic cutter did not work. It was noted that pars plana vitrectomy was a scheduled procedure for right eye. Patient impact have not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information provided in b.2., h.11. Upon further review of additional information received, it was determined that there were no device specific allegations associated with the event for the reported suspected medical device. Based on current information available this event does not meet reporting criteria as per applicable regulation. Therefore, no further reports will be scheduled under mfg report num: 2028159-2025-01012. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.